Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was submitted to the manufacturer for evaluation. Through visual examination, no damages or defects were observed. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested, and no leakages were observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152 inches, which meets the specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the sample is within specification. The reported defect could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: ail alarm no injury reported.